Manufacturer narrative:
This is one event for the same patient involving two separate products. A supplemental report will be submitted upon completion of the plant's investigation.

Event description:
The plaintiff's attorney alleged that the patient experienced a sudden cardiac event and expired that same day which is alleged to have been caused by the product used for dialysis treatment.

Manufacturer narrative:
Further attempts to obtain complaint details will be made and upon receipt will be submitted accordingly. This is one of two device reports associated with this event. Related MFR # 1225714-2015-07517 and MFR # 1225714-2015-07518.